Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On (B)(6)2024, the patient experienced tremor, malaise and vomiting. The cgm was reading low on the tandem pump display device and the blood glucose was not checked. It was not documented whether the ul (urgent low) estimated glucose value (egv) was treated. The reporter drove the patient to the hospital where the bg was 1157 mgdl and the egv at that time was not documented. The patient was diagnosed with diabetic ketoacidosis (dka) and treated with an insulin drip and potassium. At the time of the report the same day, the patient was sleeping in the hospital and the discharge plan was unknown. There was no documentation of further medical evaluation or intervention. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4).